Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced discomfort and pain during intercourse with his tactra penile prosthesis. The patient underwent surgery to replace the device with an ambicor penile prosthesis. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined. No anomalies were found with the cylinders. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort and pain during intercourse with his tactra penile prosthesis. The patient underwent surgery to replace the device with an ambicor penile prosthesis. There were no further patient complications.